Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experiencing high blood glucose of 492 mg/dl. Customer also stated that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) with blood glucose of above 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin drip in the hospital and manual injection. Customer stated they contact their health care professional regarding high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Customer experienced symptoms such as nausea and extreme dry mouth. Customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report submitted with incorrect information in narrative summary which need to be corrected. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that customer was hospitalized on (B)(6) 2019 with blood glucose over 600 mg/dl.